Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility/device operates differently (failure to seal)/stent graft leak; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2021, the patient presented with a left anterior descending (lad) coronary artery perforation. A 2.8x16mm (1012580-16, 9032541) graftmaster stent was successfully implanted, however, the stent failed to seal the perforation. It is unknown if the failure was due to leaking or if the perforation was larger. Coil embolization was performed to successfully seal the perforation. There was no other adverse patient sequela reported. No additional information was provided regarding this issue.